Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info was received from the rep. The patient¿s weight was reported at (B)(6). It was reported that the initial reporter was the scheduler. A dye study was performed as part of diagnostics/troubleshooting. It was reported that the catheter backed out while the patient was exercising. The catheter was replaced and discarded. It was noted that the reported info was confirmed with the physician.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine 1500 mcg/ml at 101 mg/day via an implanted pump. It was reported the catheter backed out of the intrathecal space (timing unknown). The catheter was replaced with a new 8780, 31.2 centimeters trimmed, 0.183 ml + 0.06 since cap aspirated + therapeutic bolus of 10 mcg/1500=0.0066, total prime of 0.2496 ml. The event date was asked and unknown and patient symptoms were not reported. No further complications were reported.